Event description:
Additional information later reported the cause of the event was unknown. An MRI/x-ray on (B)(6) 2013 showed worsening of lumbar spine I ssues. A catheter dye study done on (B)(6) 2013 and was ¿ok¿. The patient was not hospitalized and the patient outcome was noted as no injury.

Event description:
It was reported the patient had a return of symptoms and the last refills have had volume discrepancies indicating under infusion, volume was ¿double what it should be. A dye study was done. It was difficult to aspirate initially but then they were able to pull back csf. The dye was injected and the catheter appears to be intact and they were getting good intrathecal flow. Event logs were reviewed and no alarms were reported other than normal refill update alarms. At the time of the report the patient had been given a single therapeutic bolus and was being monitored for response. The pump was used to deliver sufentanil, baclofen and marcaine (bupivacaine). Additional information later received from the hcp reported the volume discrepancies as follows: (B)(6) 2013-expected residual volume (erv) was 6.0ml and actual residual volume (arv) was 8.5ml; (B)(6) 2013- erv was 9.5ml and arv was 9.0ml; (B)(6) 2013- erv was 5.1ml and arv was 8.0ml. There was at first no change in analgesia; the patient¿s pain control had deteriorated recently. He had no response to two small single boluses administered earlier in the week. A roller study was done on (B)(6) 2013 and appeared to turn the expected 60 degrees. The hcp planned to do an MRI of the lumbar spine to check for a possible granuloma or other new issues as the patient had a previous back surgery. It was also noted the hcp suspected the pump and catheter were not to blame for the patient¿s condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The event resulted in an unscheduled clinic or office visit. Intervention was aspiration of residual intrathecal catheter contents on (B)(6) 2013. The pump was reprogrammed (B)(6) 2013.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The patient was receiving intrathecal sufentanil 5 mcg/ml (dose 3.5139 mcg/day), baclofen 192 mcg/ml (dose 134.93 mcg/day), and marcaine 8.7 mg/ml (dose 6.1141 mg/day) in simple continuous mode. The pump status after update on (B)(6) 2012 showed a 10% increase and the new doses per day were sufentanil 3.8660 mcg/day, baclofen 148.45 mcg/day, and marcaine 6.7268 mg/day. The programming date from the most recent refill prior to event was (B)(6) 2013. It was reported there was a pump reservoir volume discrepancy and the patient complained of an increase in back and left leg pain. It was further reported during pump refill on (B)(6) 2013, there was pump reservoir volume discrepancy of 3 cc. On (B)(6) 2013, patient complained of increase in chronic pain stating his pump was not working as well as previously. On (B)(6) 2013, at pump refill, the patient reported increased pain and there was volume discrepancy of almost twice the residual volume. Pump interrogation completed and showed slight clog in catheter. Symptoms then got worse, so rotor study was completed. Pump appeared to be functioning normally. Patient then had MRI and x-ray of back, which showed no issues with pump. On (B)(6) 2013, a bolus in pump was performed and accepted bolus normally. A catheter access port (cap) study was performed and results included a "slight clog" that was cleared by aspiration. On (B)(6) 2013, a rotor study was done and the pump was functioning normally and roller function normal. The event resulted in an unscheduled office visit and the pump was reprogrammed on (B)(6) 2013. An x-ray was also performed on (B)(6) 2015 and showed degenerative changes in spine. A MRI with contrast was also performed on (B)(6) 2015 and found increased stenosis foraminally and no catheter granuloma. The event resolved without sequelae on (B)(6) 2013 . The event was possibly related to the device or therapy and unlikely related to the implant procedure.